Event description:
Customer reported the IV tubing came apart while hanging the administration set prior to priming with fluid. No pt contact or harm reported. No other event details available. IV set was requested but not received to date. A f/u report will be filed if product is received in the future.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.